Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was observed on the floor. The event occurred during set up of the disposable supplies on the home choice (hc). The care giver (cg) stated the patient line of the cassette did not have solution in the line. The technical service representative (tsr) assisted the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.